Event description:
A vns pt has been experiencing episodes of tachycardia. The physician later indicated that the pt did not have tachycardia; they reproted a pulse of 77-85 during the episodes and referred to the pt's symptoms as palpitations. The physician also reported that these events could possibly be related to the vns therapy. The physician indicated that the device remains programmed to on and they will continue to monitor the pt. The pt was referred to a cardiologist for consult but has not yet been evaluated by cardiologist. Device settings are programmed to normal values.